Event description:
It was reported that a home patient (hp) experienced an unspecified alarm during therapy while using the homechoice device. The hp was connected at the time of the event. The technical service representative reviewed proper procedures with the reporter and advised the reporter to contact the nurse about the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. It also found that this device was no longer in its original manufacture condition. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The cause of the reported unknown alarm could not be determined. Should additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: the reported telephone number for the contact is: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.